Event description:
As reported by user facility: black particle in the closing cone in the patient connector.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was reported that there was foreign matter in the fluid path, and leakage. After a visual inspection, both were identified and confirmed. All information was fofrwarded to the manufacturer. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.